Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the small battery drive device coupling was worn, the trigger did not move smoothly and was sticky, and there was component damage. It was further determined that the device failed pretest for check the attachment coupling and check for sticky triggers. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.